Event description:
1 of 3 reports (same patient, same event, different products). Other mfg report numbers: 3006697299-2024-00055 and 3013886523-2024-00138. A facility reported a cerelink monitor (ID (B)(4) displayed error code 1019 and sensor or extension cable failure. The expected output value was not generated during bit. Registrar reviewed and was unable to calibrate the monitor and it was showing wrong values. Monitor was turned off again due to error message. The sensor was explanted and replaced. The cable used with the system is cerelink icp ext cable (B)(4).

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Cerelink monitor was returned for evaluation: DHR - there is no indication that the production process may have contributed to this complaint. All test results passed procedural specifications. Failure analysis - functional testing of the monitor, with the returned cable and power supply, did not confirm the reported failure or error. Review of the unit's error log did not confirm multiple instances of error 1019. The unit has the latest version of the digital board, analog board, and touchscreen. As a preventive measure, the analog board was replaced. Root cause - functional testing of the monitor, with the returned cable and power supply, was not able to duplicate the reported failure or error. A potential cause of the reported failure may have been related to the system set-up and security of the connections.

Event description:
N/a.